Manufacturer narrative:
Investigation summary: an analysis was performed on the pictures provided by the customer. According to the pictures, no temperature was observed on the generator screen.the customer complaint was confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. Upon receipt, the catheter was visually inspected, and it was found with reddish brown material under the pebax, a hole on it, and internal parts exposed. The returned device was then evaluated for electrical resistance, and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken from que cut to the solder joint creating the temperature issue. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer issue regarding the temperature failure has been verified. This temperature issue does not represent any patient safety impact since the device is unable to deliver radio frequency energy to ablate. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. All units are inspected prior leaving the facility, and the mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster, inc. Product analysis lab observed a hole on the pebax with internal parts exposed. Initially, during the procedure the temperature could not be displayed. A second catheter was used to complete the procedure. There was no patient consequence reported. The temperature issue was assessed as not MDR reportable. The ablation cannot be performed since there was no radio frequency energy applied. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation, and observed on august 12, 2020, a hole on the pebax, internal parts exposed and reddish-brown material inside. The hole on the pebax with internal parts exposed was assessed as a MDR reportable issue. The awareness date for this reportable lab finding is august 12, 2020.